Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there were high rv impedances of greater than 200 ohms through the new device both in and out of the pocket. The lead was determined to have a fracture, was capped, and replaced. No patient complications were reported as a result of this event.